Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings: evaluation revealed that there was no damage to the pump case. There was no damage to the battery cap threads observed. The coin slot on the battery cap was found to be damaged. The battery cap was able to be properly secured to the pump. There were no pump defects found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the battery cap was not able to be removed from the pump. The reporter alleged that the slot on the battery cap was too big. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.